Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported blood glucose value of 285 mg/dl at the time of incident and the hyperglycemic event was treated with insulin pump. The event involved product(s) mmt-7020a, mmt-1780kpk, mmt-332a, mmt-378a. Troubleshooting was performed for hyperglycemic event. Customer was using the insulin pump system within 48hrs of reported event. Customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-7020a. The customer discontinued to use of the device, mmt-1780kpk was requested for return, and the device returned for analysis. No product return is required for mmt-332a. No product return is required for mmt-378a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using thus. However, unable to verify data analysis due to corrupted the files. Pump was cut open to perform visual inspection and found no moisture damage on the electronic assembly, internal battery connector, battery connector, force sensor motor, vibrator during visual inspection.¿ swapping out test boards confirms critical pump error (open book image) alarm is isolated to pcba2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, missing display window cover, cracked case corner of belt clip rails, label damage. Unable to test and unable to verify customer alleged for high bgs due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm, problem isolated to the pcba2 confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.